Event description:
It was reported this nephrostomy drainage catheter was placed for a pericardium drainage procedure. Two days post placement, drainage of the pericardium was successfully completed and difficulty was encountered removing the catheter. Reportedly, the tissue surrounding the catheter had closed around the catheter. The hub of the catheter was cut to facilitate removal. Exertion against resistance resulted in successful removal of the catheter, however, the suture remained in the pt. Attempts to remove the detached suture were unsuccessful. A decision was made to leave the suture in the pt. The pt's condition is good. The catheter has been destroyed by the user facility and the suture remains in the pt. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, drainage of the pericardium. The co believes the non-indicated use of this device, along with user technique and pt anatomy contributed to this event. However, the co is unable to determine the exact cause for this event. Co's directions for use state: "this catheter is intended for percutaneous drainage applications... Select pt for suitability of percutaneous nephrostomy (obstructed upper urinary tract)."